Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/4/2021. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of symptoms onset unknown, not provided. Best estimate is between 12/4/2020 - 1/6/2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent uncomplicated cataract extraction with a tecnis symfony intraocular lens (iol). The lens was subsequently explanted/exchanged five weeks post-implant due to myopic shift, blurred vision at distance. Manifest refraction post-operatively = -1 sphere. Pre-op best corrected visual acuity (bcva) 20/40. Post-op bcva 20/20. No further information provided.